Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution leaked through the connection between the minicap transfer set and the patient line of the homechoice cassette. This event occurred during use with patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.